Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer changed out supplies and administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.